Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they had to get a revision on (B)(6) and the doctor moved the ins and placed the ins deeper because they thought it was on the sciatic nerve and patient was having a lot of right leg pain. The wires that were on the right side were brought up and through one of the facets in the coccyx and brought down to the left side. The patient's implanting doctor refused revision and patient ended up finding a new doctor who performed the revision. The patient mentioned that ever since the revision they have more difficulty when using the communicator to connect to the ins. During the call patient was able to reposition the communicator and connect to ins normally.